Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat wall of necrosis during an external pancreatic cyst procedure performed on (B)(6) 2025. During the procedure, energization failure has occurred. It was noted that there was blanching of the tissue. The same device was used to complete the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.